Manufacturer narrative:
On (B)(6) 2011, additional information was received in the form of qa results without a lot number. Eval summary: the product lot number was not provided; therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment" the benefit-risk relationship of the product is not affected by the report.

Event description:
Did not sleep for seven days [insomnia]. Felt like bones were being ripped apart [arthropathy]. Swollen left leg [oedema peripheral]. Case description. Spontaneous report was received on (B)(6) 2011 from a consumer regarding a (B)(6) year old female patient, initials (B)(6), with rheumatoid arthritis. The patient's medical history is significant for rheumatoid arthritis and the patient has been treated with synvisc-one in the past, about nine months ago. In the current series, on (B)(6) 2011, the patient received an injection of synvisc-one in the left knee. The patient reported that she experienced a swollen left leg for seven days from her knee to her foot. The patient also stated that she did not sleep for seven days and she had to use an ice pack. The patient reported that she felt like her bones were being ripped apart. The patient contacted her hcp who prescribed some pain medication (not otherwise specified). The patient also received prednisone as treatment. The patient scheduled an appointment with her hcp but did not keep it. At the time of this report, the outcome of the patient was not provided.